Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The event history log was downloaded and examined; this showed an alarm occurred with error 41622 on (B)(6) 2018. The device casing was open and the device was given internal examination. The internal examination showed there was debris in the motor gears. The alarm was likely caused by debris in the motor. The cause of the debris was not definitely established.

Event description:
It was reported that the device gave an alarm with displayed message: "error 41622". No known adverse effects to patient.